Event description:
During a balloon ablation procedure, a heater error 65 was received after three mins of therapy. The procedure was extended 45 mins and the pt was under general anesthesia. There were no pt consequences reported.